Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the nkv-330 ventilator displayed a technical fault 00012 alarm message. There was no disruption in ventilation. Since the device did not cease ventilation and there was no patient harm, the hospital staff simply switched the patient to a different device and removed it from service. The reporting hospital can not share any patient demographics.

Manufacturer narrative:
Evaluation completed. See failure investigation summary report.